Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient had an appointment to meet with their hcp on (B)(6) and wanted a manufacturer representative (rep) to come and check their ins. It was reported that "something was wrong with the therapy or system." The caller did not have any additional information. No symptoms or further complications were reported.